Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as dir 10000690801. This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: conventional syringe - 20-100ml. Device failure: mixed product/lots.

Event description:
No additional information.

Event description:
Material#: 301032. Batch number#: 4058457. It was reported by customer that product it was rejected by quality because the material is being received mixed up with screw and pointed syringes.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Additional information received. Was detected by quality before use.

Manufacturer narrative:
(B)(4). Follow up it was reported there was a mix up of screw and pointed syringes. To aid in the investigation, four photos were provided for evaluation by our quality team. One photo shows two syringes; one is a slip tip and the other is a luer lok. The second photo shows a case box label that is not from the bd manufacturing site labeling process. The third photo shows a case label from bd. The last photo shows a bag with multiple bulk packaged syringes. No other information could be obtained from the photos. This defect could occur if product from a previous batch became mixed in with a new batch. A device history record review was completed for provided material number 301032, lot 4058457. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The photos will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was a mix up of screw and pointed syringes. To aid in the investigation, four syringes with no packaging and four photos were provided for evaluation by our quality team. A visual inspection was performed. All the syringes are 20ml; two are luer lok and two are slip tip. One photo shows two syringes; one is a slip tip, and the other is a luer lok. The second photo shows a case box label that is not from the bd manufacturing site labeling process. The third photo shows a case label from bd. The last photo shows a bag with multiple bulk packaged syringes. No other information could be obtained from the photos. This defect could occur if product from a previous batch became mixed in with a new batch. A device history record review was completed for provided material number 301032, lot 4058457. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.